Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no adverse trends and no non-statistical trends identified for the complaint issue. A review of the field data of the architect havab igg assay from the past 12 months was performed and the performance of the complaint lot number was compared to the performance of all other lots in the field. The median of the negative population and the standard deviations to cutoff were reviewed. The median of the complaint lot number was slightly higher compared to the average median across all other lot numbers but within the range of the medians of all lot numbers in the field during this time. Similarly, the standard deviations to cutoff of the complaint lot number was within the range of standard deviations to cutoff of all lot numbers in the field during the last 12 months. A serum and a plasma sample of the affected patient were received and tested. The two samples were tested with a retained kit of the complaint lot number and with vidas anti-hav total and biorad monolisa total anti hav plus as reference tests. Both serum and plasma sample of the affected patient were tested reactive with architect and negative with vidas and monolisa. To assess the performance with regard to specificity, the complaint lot number was tested in a specificity set-up across 3 instruments. All control values and additional negative control values met specifications, the results were in the typical range and no false reactive results were obtained. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product list 06c29, that has a similar us product distributed in the us list 06l27. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated discrepant architect (B)(6) results on a patient sample. Initially the patient generated (B)(6) architect (B)(6) (1.19, 1.32 s/co) results but repeated (B)(6) using a different reagent lot. Additional testing was roche method (B)(6). No impact to patient management was reported.